Manufacturer narrative:
Note: product reference 4430893 is not cleared in USA, but it is similar to the product reference 5433750 cleared under #k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint was reported on this batch of access ports. Investigation: the involved device was returned for evaluation. The catheter is broken in 2 pieces. The catheter rupture happened on the exit cannula, ie under the connection ring. The rupture facies of the catheter is very irregular. The diameters have been measured. All the measurements are compliant with the specifications. The catheter material is not deteriorated. No visible manufacturing defect is detected. Conclusion: no manufacturing defect was detected on the involved device. The facies is irregular at the area of the rupture, the rupture occured under the connection ring, which would have protected the catheter after implantation. This is an isolated case. According to the above mentioned information and in view the rapidity of the rupture, the most probable root cause seems to be that the catheter has been damaged during the implantation, probably during catheter mounting on the exit catheter. As a very rare incident, no corrective action is envisaged.

Event description:
On (B)(6) 2016: implantation of an access port on a patient for administration of chemotherapy treatment. On (B)(6) 2016: swelling detected during the infusion of the treatment. After radiographic checking, the rupture of the catheter is noted.